Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One used 6fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the locator along with the header bag. The carrier tube assembly and guidewire were returned as well. Visual inspection revealed a bulge was noted at the blood inlet holes of the mated sheath and locator. The tip of the sheath was examined, and no deformation was found. The locator was removed from the sheath and observed for any buckling; no buckling was found. There were no anomalies observed with returned carrier tube. No other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.090'' which was within the manufacturer specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.1156'' which was within the manufacturer specification of 0.114" +/-0.005". All measurements were found to be within the manufacturer's specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the bulge would have been due to relaxation of material around the hole when coaxial compressive force was applied to the sheath/locator assembly during insertion into the patient's arteriotomy. The bulge is likely the result of a kink which in turn caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device would not deploy once it was inside the body. The suture got locked up and knotted on the sheath and would not pull taut during the deployment process. The patient condition was ok, and the procedure outcome was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on 16jan2020. The procedure performed was a lower extremity arteriogram using a 6fr procedural sheath. Hemostasis was achieved by manual pressure. A pre-deployment angiogram was performed. The patient was in stable condition. Additional information was received on 29jan2020. They were not able to advance the angio-seal sheath via pre-deployed arteriotomy.